Event description:
Boston scientific received information that during a routine change out procedure, this lead became dislodged. The lead was therefore attempted to be explanted. The lead was able to be fully removed from the patient's heart but became stuck in the superior vena cava. The lead was cut and capped at that point. There were no adverse patient effects reported.

Event description:
A portion of the lead was returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The proximal segment of the lead was returned totaling a length of 305 millimeters. Dried body fluid was noted through out the lead lumen. The returned portion of the lead was determined to be electrically continuous. The clinical observation was not able to be confirmed.